Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer received a button error alarm. Blood glucose value is 11.0 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.